Event description:
Baxter received a report from a baxter technician to report the advanta2 rental bed exit was not working. The bed was located at the account. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the left siderail pcb needed to be replaced. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left siderail pcb to resolve the reported event. Based on this information, no further action is required.